Event description:
A leaded glass x-ray shield, ceiling mounted on a rotating arm, was broken as a cath lab c-arm was rotating into position. Glass shattered over patients face and caused a laceration.